Event description:
Platelets were infusing via baxter infusion pump (B)(4). Pump was programmed for total volume of platelets which was 323ml. Pump alarmed with infusion complete with 323ml infused but large amount of platelets noted to be remaining in bag. Additional volume was added multiple times and bag was not empty until pump read 422ml infused. Manufacturer response for IV infusion pump, spectrum iq pump (per site reporter). This is part of a baxter class I recall/alert.